Manufacturer narrative:
Unit passed displacement test. Pump received with broken battery tube threads. Broken reservoir tube lip, cracked case display window corner, cracked lcd window, broken belt clip slot, missing end cap sticker, stained address, serial number label, and cracked case reservoir tube window corner . The p-cap does not locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that back of insulin pump was crack. Customer stated that retainer ring was not damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.